Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center experienced no image when started up, during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to correction. Updated fields: d8, h2, h3, h6, h11 corrected fields: g4 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: printed circuit board and main board plate burned out and power failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was displayed at startup due to burned out printed circuit and main board plate which were caused by power failure. In regard to the newly identified malfunctions, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.